Event description:
It was reported that during a lap cholecystectomy, the clip was fed into the jaws out of alignment at the 2nd firing when the device intended to be used on the cystic artery. Then the trigger could not be grasped. No clips fell into the patient. The device did not clamp something hard such as an existing clip. No anomalies were found when the device was released. The device was not fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch/lot record review was performed and the batch met all final acceptance criteria.